Manufacturer narrative:
The recipient reportedly experienced drainage from the ear following the surgery. The recipient was treated with tobradex drops.

Manufacturer narrative:
The recipient reportedly continues to experience drainage, therefore, IV fortaz antibiotics were extended.

Manufacturer narrative:
On (B)(6) 2015 the recipient was prescribed augmentin es (600mg/5ml) 5.4 ml bid for 14 days. The recipient was prescribed ofloxacin topical drops 3 drops bid x 10 days on september 18, 2015. On (B)(6), 2015 the recipient was prescribed tobradex topical drops for drainage 3 drops tid for 10 days. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient continues to experience drainage and is being treated with topical floxin drops and oral diflucan.

Manufacturer narrative:
The recipient reportedly had a wire clipped during an ent procedure.

Manufacturer narrative:
(B)(4). On (B)(6) 2015 the recipient was prescribed antibiotic tobramycin (3 drops tid) for ten days. The recipient was prescribed another course of antibiotics, cipro (500 mg tid) for ten days on (B)(6) 2015. Advanced bionics considers the investigation into this reportable event as closed. The company was informed that the recipient continues to use the device successfully. The recipient's device remains implanted. This is the final report. This report may be required by medical device reporting regulations contained in title 21 part 803. As provided in the title 21 section 803.16, it does not establish any causal relationship between this device and any event associated with use of the device, nor does advanced bionics® intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient continues to utilize the device. The recipient is being treated with oral clindamycin and topical tobradex drops.

Manufacturer narrative:
(B)(4). The recipient reportedly had the electrode array clipped during an ent procedure. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. The external visual inspection of the device revealed the electrode was severed near the electrode ground ring prior to receipt. This is believed to have occurred during the debridement procedure or during surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly had a mastoidectomy surgery. The recipient's device remains implanted.